Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected one out of range high pacing impedances on this transvenous lead. It was reported that the lead had been stable around 536 ohms but did note a 1619 ohm measurement as well. No adverse patient effects were reported.

Manufacturer narrative:
Latitude monitoring of the lead was discussed. Information suggests this device and lead remain in-service. Investigation is completed and this event will be updated should additional information become available.